Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was going to have his pd catheter (not a fresenius product) removed due to the body rejecting the treatment. During follow-up, the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc = elevated) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. Due to the patient¿s declining health (e.g., vision changes, deconditioning) the patient, the patient¿s family, and the nephrologist agreed it was in the patient¿s best interest to transition to hd for rrt. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2025 (outpatient), while simultaneously receiving a tunneled hd catheter (not a fresenius product). The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect his hands or wear a mask during the entire exchange process. Per the pdrn, the patient has transitioned to incenter hd and is tolerating the it well. The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid) which required antibiotic therapy, removal of the patient¿s pd catheter (not a fresenius product), and transition to hd. The pdrn attributed causality to a touch contamination event due to the patient¿s failure to disinfect his hands or wear a mask during the entire exchange process. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was going to have his pd catheter (not a fresenius product) removed due to the body rejecting the treatment. During follow-up, the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc = elevated) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. Due to the patient¿s declining health (e.g., vision changes, deconditioning) the patient, the patient¿s family, and the nephrologist agreed it was in the patient¿s best interest to transition to hd for rrt. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2025 (outpatient), while simultaneously receiving a tunneled hd catheter (not a fresenius product). The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect his hands or wear a mask during the entire exchange process. Per the pdrn, the patient has transitioned to incenter hd and is tolerating the it well. The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: b.2.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was going to have his pd catheter (not a fresenius product) removed due to the body rejecting the treatment. During follow-up, the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc = elevated) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6) 2025, the patient¿s preliminary peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. Due to the patient¿s declining health (e.g., vision changes, deconditioning) the patient, the patient¿s family, and the nephrologist agreed it was in the patient¿s best interest to transition to hd for rrt. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2025 (outpatient), while simultaneously receiving a tunneled hd catheter (not a fresenius product). The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect his hands or wear a mask during the entire exchange process. Per the pdrn, the patient has transitioned to incenter hd and is tolerating the it well. The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.